Manufacturer narrative:
(B)(4). All pertinent information available to abbott medical optics has been submitted.

Event description:
It was reported that an intraocular lens, model z9002, was scratched. No further information was provided.

Manufacturer narrative:
Device evaluation: the intraocular lens (iol) was not returned to the manufacturing site for investigation; therefore, a product investigation was not possible and the customer's reported event could not be confirmed. Manufacturing record review: a review of the manufacturing records was performed. The manufacturing process record was evaluated. The product order did not identify any non-conformance reports or deviations/discrepancies issued during the manufacturing process that were related nor contributed to the issue reported. The manufacturing record review of the device history record found that the product was manufactured and released according to specifications. A search revealed that this was the only investigation issued under the production order. Labeling review: the directions for use (dfu) was reviewed. The dfu adequately provides instructions, precautions, and warnings for the proper use and handling of the intraocular lenses. Based on the historical complaint review, manufacturing record review and non-conformance/CAPA review, there is no indication of a product malfunction or product quality deficiency. All pertinent information available to abbott medical optics has been submitted.